Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Relayed by the pce: "based on associated device history records, the product was made to print and correct materials. No product was returned for this evaluation, however the pictures provided show a yellow foreign substance on the products as stated in the complaint. The complaint is therefore confirmed. Photos of the product were sent to vention medical and they responded ¿this lot was manufactured prior the last investigation that was performed in (B)(6) for lot number m219359, which was also manufactured in 2014, with same condition. Based on this lot produced prior to the investigation; no additional actions required.¿ vention also updated their work instructions to have assembly look for clear foreign substances on any of the components as a preventive measure." Review of the complaint history identified additional complaint that was investigated, and it was determined that no further action is required due to the infrequency of this event. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to a procedure on (B)(6) the surgeon found yellow residue on the product case and the femoral brush when he opened the package. There was no patient involvement and the kit was discarded.